Event description:
It was reported that a low purge flow alarm and an intraventricular alarm occurred during support of an impella cp. The purge cassette was replaced and heparin was added to the purge to clear the purge flow alarm. The pump position was confirmed to be correct but the intraventricular alarm did not clear. Later, the patient was successfully weaned from the pump and survived.

Manufacturer narrative:
A4 is unknown. The impella device was discarded by the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Manufacturer narrative:
No product or data logs were returned for evaluation. The cause of the purge pressure low alarms could not be determined as no product or data logs were returned for evaluation and limited clinical details were provided.